Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been received to date. No information has been received to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient experienced an allergic reaction with mild skin irritation. No medical or surgical intervention was reported.